Event description:
The user facility reported a 51-year-old male (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device and an impella 5.5 device for mechanical circulatory support. The doctor attempted to wean the patient from the impella rp. Doctor tried to restart the rp and a "motor current high" alarm occurred and the "impella stopped" alarm sounded. Staff tried to swap to a different console and rp wouldn't start. The va ECMO was decannulated the day prior. Patient was brought to cath lab and the rp was explanted. Patient is stable. Doctor noted a visible clot in inflow cage of rp when explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the thrombus and the pump stop has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the thrombus is most likely due to the patient¿s condition while the root cause of the pump stop cannot be determined.